Event description:
The report stated that at first the electrosurgical pencil (which the site believes is a covidien lp product) would not activate. During the attempts to discover if it was the generator or pencil that was the problem, the pencil was laid on pt against a clamp and device self-activated. The pt was burned in groin area from pencil or clamp contact. Injury was size of quarter, required debridement and sutures. Hospital records show pt was "ok" when discharged. It was unk if a foot-switch was also attached to the generator.

Manufacturer narrative:
The site reported they will have a 3rd party evaluation of the pencil. If the sample is received or if additional information pertinent to the incident is obtained or the results or the 3rd party evaluation is released to covidien, a f/u report will be submitted.